Event description:
It was reported by service report that the bed was not functional. The customer reported that they did not know if there was patient involvement or if there were adverse consequencess to report.

Manufacturer narrative:
Result: customer removed cpu and replaced with incorrect cpu.